Manufacturer narrative:
Compromised force system sensor alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to this alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. Customer's blood glucose was unknown at the time of incident. No further information was provided.